Event description:
It was reported that once the mountaineer head to head cross connector inner screws were on polyaxial screws and the cross connector was placed accordingly, the surgeon started the process of placing mountaineer head to head cross connector outer nuts to be able to lock the plate. He felt that the outer nut was not grabbing onto the screw and later discovered that the threads from the inner screw were no longer there. Reports it was almost like they shredded. The difficulty occurred a couple of times and both inner screws were replaced intra-operatively with new ones. The concomitant device outer nuts were replaced as well. Both were tightened with the proper torque and the rest of the case was uneventful. There were no adverse consequences to the patient and no significant delay. See mfg medwatch report no. 1526439-2014-11384 for the second mountaineer head to head cross connector inner screw that was involved in this event.

Manufacturer narrative:
Device manufacture dates: 07/20/2013; 07/02/2013; 07/13/2013; 07/01/2013; 07/28/2013; 07/01/2013; 05/29/2013. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification indicated that the threads on the inner screws had been torn. A review of the device history record for the mountaineer head to head x-connector inner screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer head to head x-connector inner screw was conducted on the specific product code from this complaint as the product family does not exist for this device. It was noted that there was no harm to the patient but potential may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the x-connector inner screw threads becoming torn cannot positively be determined. However, the noted torn threads is most likely indicative of an inadvertent cross threading having occurred during screw tightening. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.